Event description:
This MDR is related to MDR 3013840437-2022-00135 referring to the same patient. This spontaneous report was received from a spanish physician and concerns a patient. The patients age and gender were unknown. The patient was injected with radiesse. After the radiesse injection, the patient experienced necrosis. The outcome of the event was unknown. Follow up information was received on (B)(6) 2022: the event vascular occlusion was added. The seriousness criterium was changed to (treatment was deemed necessary to prevent a permanent damage). The patients gender was provided. She was re-injected with a total of 0.2 ml of radiesse, into the nose (intentional device misuse), for a retouch. After the radiesse retouch, the patient presented a hematoma on the nose, that was increasing. After the review the physician found that it was a vascular occlusion on the nose. On (B)(6) 2022, the physician performed an infiltration with 300 of hyaluronidase (as reported) and prescribed antibiotics. On the day of this report, the patient was due for another follow up appointment with the physician. The outcome of the event vascular occlusion was unknown. The outcome of the event necrosis remained unchanged. Follow-up information was received on 25-oct-2022: after the follow-up, the patient was in the recovery phase. The medication regimen was changed, and she was prescribed with acetylsalicylic acid (asa), with a maintenance of 100mg per day after the 500 mg indicated on the first day. She was also prescribed with an antibiotic, anti-inflammatory and corticosteroid. Iruxol neo was added 3 to 5 times a day,diltiazem 30 mg (1-0-1) and pentoxifylline (reported as pnetoxifylline) 400 mg (1-1-1). With the recommendation of the hyperbaric chamber for 10 days, the patient seemed to improve. Due to the provided information, the outcome of the events was considered as resolving (changed from unknown to resolving).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis (injection site necrosis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
Follow up information was received on 24-nov-2022: the patients corrected gender (male) and age were provided. He was 63 years old at the time of the event. He was injected with a total of 1.4 ml of radiesse, into the cheekbones, on (B)(6) 2021. He was injected with 0.7 ml per side (ambiguously reported as a total of 1.5 ml) into 1 injection point per side, using a 25 g cannula. The patients previous aesthetic treatments included hyaluronic acid and botulinum toxin, on (B)(6) 2020, into the nose and chin (as reported). The treatment was well tolerated. The patients medical history included elastosis. Concomitant medication was reported as none. According to the glogau classification, the patient was in group iii. He had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. The patient experienced necrosis, haematoma and a vascular occlusion on the nose. Corrective treatment included acetylsalicylic acid (200 mg, once every 24 hours), diltiazem (30 mg, 1-0-1), pentoxifylline (400 mg, 1-1-1), aujustre (500 mg, 1-1-1), prednisone and iruxol. Antibiotics were prescribed for prophylaxis. The patient was not hospitalized. As reported, on (B)(6) 2022, the vascular occlusion resolved, and on (B)(6) 2022, the haematoma resolved. On (B)(6) 2022, the necrosis resolved. The outcome of the event vascular occlusion was reported as resolved (changed from resolving), on (B)(6) 2022. The outcome of the event necrosis was reported as resolved (changed from resolving), on (B)(6) 2022. In the opinion of the reporter, the events were of moderate intensity, not life-threatening, not permanent and related to radiesse.